Event description:
Reporter alleged the test strip bottle has an expiration date that is usable while the MFR's inventory system indicated the strips were expired. A request was made for the return of the suspect device and replacement product was sent.